Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.

Event description:
It was reported via phone call that the lip of the reservoir was rattled and insulin pump might have been dropped several times as the clip does not hold it well. The customer¿s blood glucose level was 187.2 mg/dl. It was also reported that the damage was not caused by vehicle accident. The insulin pump was returned for analysis.